Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the infusion set's tubing detached at the connector while wearing. The site location was patient's abdomen, and the pump was located at the same side in relation to the site. Moreover, the infusion had been used for the same day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.